Event description:
On (B)(6) 2009, the pt reported, he received an occlusion error on his insulin infusion device. He stated the occlusion was due to his infusion set tubing becoming kinked on his belt. He stated, he changes his headset and tubing every 2 days. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.